Manufacturer narrative:
Visual inspections and results: head rotates: yes. Nose shroud cracked/broken: no. Staples in nose: yes. Staples in the track: yes. Trigger engaged with precock: yes. Functional tests and resutls: cycled instrument: yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was received with excessive dried body fluids in the cartridge assembly, but otherwise was in good physical condition. The instrument was examined and was found to be functional and was cycled, fired, and properly formed the remaining 19 staples without incident. No conclusion could be reached as to why the reported instrument "jammed" during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.

Event description:
During a laparoscopic hernia repair the ems jammed. There was no consequence to the patient.